Event description:
During ptca of circumflex with a 2.75mm comet dilatation catheter the balloon ruptured, then would not pass out of the circumflex artery (there was a stent proximal in the ostium of the lad). After several attempts, the balloon catheter and guidewire were removed into the aortic root; however, a portion of the balloon remained in the vessel. A diagnostic catheter was placed & re-injection of vessels showed circumflex and lad closing. CPR was initiated-pt to or.-expired shortly after bypass surgery.